Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the white sheath on the input introducer split at the bottom during insertion. There is no patient injury reported.

Manufacturer narrative:
Update: facility address. If information is provided in the future, a supplemental report will be issued.